Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported in a revision procedure this atrial lead was surgically abandoned (capped) and successfully replaced by a new lead. The lead exhibited non-capture at maximum outputs; no adverse pt effects were reported. The lead was actively implanted for approx 16 years, 7 months.